Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. The full lead was returned. The distal conductor was distorted at 10 cm and 89 cm. A cut was evident through the outer insulation material at 89 cm. The lead was stretched. A guidewire insertion test was performed and passed within specification. All lobes deployed and undeployed without issues.

Event description:
It was reported that during the implant procedure, there was difficulty passing the lead over an abbott vhw .014" fixed 300cm guidewire. As the lead was advanced down through the guide wire, at about 150-200cm down, the lead would get stuck and wouldn't advance. In addition the lobes would deploy even though the locking stylet was in the locked position. Several unsuccessful attempts were made to advance the lead through the guidewire. The lead was exchanged using the same guidewire successfully. The device was not implanted. No patient complications have been reported as a result of this event.